Manufacturer narrative:
Concomitant products: product ID 3387-40, lot # v002945, implanted: (B)(6) 2006, product type lead; product ID 3387-40, lot # v002945, implanted: (B)(6) 2006, product type lead; product ID 64002, lot # n292028, implanted: (B)(6) 2012, product type adapter; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 748266, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748266, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 64002, lot # n248023, product type adapter. (B)(4).

Event description:
It was reported the patient had high impedances. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.